Manufacturer narrative:
The initial MDR 2432235-2017-00612 was filed on november 27, 2017. Additional information (11/29/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event. Troponin ultra (tni-ultra) is a low relative light units (rlu) result range. This means that any change in the quality of the sample preparation can create enough change to cause a discordant result. The cause of the discordant tni-ultra result could not be determined.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality control (qc) was within ranges on the day the event occurred. The customer performed daily cleaning procedures and retested qc, resulting within specification. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and was unable to open database error. The cse reinstalled the old personal computer and restored back up from (B)(6) 2017. The centaur software initialized and was fully functional. The customer ran calibration and qc, resulting acceptable. Post service follow up indicated the instrument is performing as expected. The customer ran correlation studies comparing to previously run random specimens, resulting satisfactory. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same advia centaur cp instrument, resulting lower. The patient was redrawn two hours later and tested on the same advia centaur cp instrument, resulting lower than the original result. The original sample was repeated on the same advia centaur cp instrument, matching both the original sample repeat and the redraw result. A corrected result from the original repeat was reported to the physician(s). An additional discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on the advia centaur cp instrument. The discordant result was reported to the physician(s) who questioned it. The sample was repeated on an alternate advia centaur xp instrument, resulting lower. The patient was admitted to the hospital and was given heparin. It is unknown if the repeated result was reported to the physician(s). There are no reports of adverse health consequence due to the discordant, falsely elevated tni-ultra results.